Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the angle operation was not working properly due to water leakage. However, a root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the angle operation was not working properly due to water leakage. However, a root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found a leak due to a perforation in the forceps channel. In addition, there was debris within the channel. The body control unit, light guide bundle, and up/down plate demonstrated corrosion due to a leak. The universal cord was wrinkled and had a leak. Scratches were observed on the insertion tube, the rubber adhesive was chipped, and the coating on the video cable was peeling off. Switch #4 wasn¿t working, and the video connector case was cracked. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the angle operation was not working, due to corrosion of the angle mechanism. This report is being submitted for the malfunction found by service during the device evaluation.